Manufacturer narrative:
Results of investigation: analysis on the acutal device shows that the proved reason for the device behavior was a self-activating input signal on the powerboard. The signal simulates a power button event without any user interaction. These results in self-restarts and shut-down dialogue box triggering. It is apparent that the device is polluted more than expected. An influence of the humidity on the reproducibility of the misbehavior could also be identified. The concerned signal line is due to its function critical and therefore sealed that environmental influences should not affect the device functionality. The sealing was checked and does not comply with the expectation of imt ag. The selection of the sealing compound and the sealing process was defined by the supplier ((B)(4)) of the pcba. In addition, the process validation and the process monitoring was in responsibility of gpv. By cleaning one of the polluted components on the board, the error could no longer be reproduced. This concludes that the pollution in addition with the improper sealing is the cause of the error.

Manufacturer narrative:
Vyaire identification number: (B)(4). The log file confirmed that the power button was pressed and released multiple times. It was requested to remove the unit from the hospital for further investigation. At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator automatically switches on and off. The customer confirmed that there was no patient involvement associated with the reported event.